Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 1 of 3. Reference MFR. Report: 1627487-2016-03171, reference MFR. Report: 1627487-2016-03172. The patient received two peripheral (off-label) leads and one thoracic lead. The patient experienced loss of stimulation in (B)(6) 2015. Per patient, stimulation could not be restored at that time. X-rays did not reveal any anomalies. In (B)(6) 2016, the patient reported going to the emergency room due to pain. X-rays indicated a kink in one or more leads. Surgical intervention may take place to address the issue.

Event description:
Device 1 of 3: reference MFR. Report: 1627487-2016-03171, reference MFR. Report: 1627487-2016-03172 . Follow-up identified the issue was resolved via reprogramming. Effective stimulation has been restored.